Event description:
It was reported by the customer that the battery was dead and the device will not power on. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4): physio-control informed customer that under optimal conditions the battery should function properly for about 4 to 5 years. It was also communicated to the customer that they should not be powering the device on when they perform the checklist. Physio-control provided customer with the part number and ordering info for a replacement battery. The customer later confirmed that the replacement battery fixed the reported issue. The replaced battery was not returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.